Event description:
It was reported that during a hip surgery, the threads on the instrument fractured. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 corrected d4. D4: UDI#: not applicable visual examination of the returned product identified nicks, gouges, and scratches were noted on the strike plate, handle, and body. Threaded tip is confirmed to be fractured. Fracture piece remain attached. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A corrective action was previously opened to investigate the reported event. Leading thread damage-the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.